Event description:
It was reported that during a remote follow-up, episodes of noise that resulted in non-sustained right ventricular oversensing (nsrvo) were noted on the right ventricular channel. Lead damage was suspected, however, was unable to be confirmed. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that during the scheduled follow-up, provocative testing was performed. No additional intervention was performed and the patient was stable and will continue to be monitored.